Event description:
Elderly patient undergoing a coronary artery bypass grafting times four, left internal mammary, left anterior descending; reverse saphenous vein graft, endoscopic vein harvest to the distal right coronary artery; reverse saphenous vein graft, endoscopic vein harvest to the obtuse marginal. Maquet vasoview hemopro endoscopic vessel harvesting system engaged, but it would not disengage. The maquet vasoview hemopro endoscopic vessel harvesting system was not in the patient yet. The maquet vasoview hemopro endoscopic vessel harvesting system became hot and started smoking. The maquet vasoview hemopro endoscopic vessel harvesting system swapped out for another maquet vasoview hemopro endoscopic vessel harvesting system. Procedure completed without any further complications. Patient sent to recovery room in stable condition.